Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating a button error from the insulin pump. The customer's blood glucose level was 136 mg/dl. The customer stated that he was sitting in a chair in the waiting room at the hospital. Customer was advised to discontinue use of the device and to revert to a backup plan.

Manufacturer narrative:
All of the buttons functioned properly, no damage in the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection. No button error alarm during our testing. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.